Event description:
The kit was opened in the operating room prior to pt entering room and noted to have foreign body contamination inside the kit. The kit was removed from the operating room and the affected lot numbers were pulled from stock and sent to the warehouse.